Event description:
It was reported that the foley catheter was placed in the operating room prior to cesarean section. Foley catheter fell out in the recovery room, the 10ml balloon at the tip of the catheter was no longer inflated. There was found to be a hole in the balloon tip. Second foley was placed in recovery and the first foley was saved in the charge office.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed in the operating room prior to cesarean section. Foley catheter fell out in the recovery room, the 10ml balloon at the tip of the catheter was no longer inflated. There was found to be a hole in the balloon tip. Second foley was placed in recovery and the first foley was saved in the charge office.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported 1018233-2026-00353. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.